Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record for the lot reported indicates that product and specification requirements were met with no non-conforming product identified during manufacturing. Twenty sealed samples were received for evaluation. No issues were identified during a visual inspection and all twenty syringe samples passed restriction and leak testing. There were no bad seals observed on the syringe samples received for product analysis. Without a representative sample for bad seal on the black plunger (tip), a root cause for the leaking syringe cannot be determined. No actions are required at this time. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
The customer reported that while mixing for non-hd compounds, compounding pharmacy technician noticed a couple syringes had a bad seal on the black plunger of the monoject 20ml syringe causing medication to leak out of the syringe once he started to withdraw. The item was monoject 20 ml syringe luer-lock tip, reference number: 1182000777, lot number: 314254x. This did not affect patient care as the correct volume was withdrawn with a new syringe for compounding. Multiple syringes with the same lot number were tested using non-drug diluents, and leakage was observed. Identical products with matching lot number were removed and was not further used.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.